Manufacturer narrative:
The v12 covered stent delivery system was returned and evaluated to determine the cause of the complaint. Upon removing the device form its packaging it was clear that the advanta v12 had been pressurized prior to clearing the distal end of the sheath. The contents of the returned device included the 6mm x 38mm x 120cm advanta v12 covered stent delivery system that will still within a 7fr introducer sheath (manufacturer unknown) and the corresponding sheath dilator. The advanta v12 covered stent was protruding out of the introducer sheath approximately 1cm beyond the distal end of the introducer sheath. The balloon and cone portion that was not within the sheath had been pressurized and opened partially up to the point where contact was made with the sheath, there was also a deep cut in the introducer sheath just prior to the tip of the sheath. To determine the condition of the balloon the introducer sheath was flushed and the advanta v12 pushed out of the introducer sheath distally. The inflation lumen was pressurized using a 20cc syringe however fluid was not able to reach the balloon as the inflation lumens had dried blood within the inflation lumen. The catheter shaft was cut approximately 10cm prior to the balloon and a touhy borst adapter placed over the catheter shaft. The balloon was again pressurized successfully when a large tear was noticed in the proximal balloon cone. The tear in the balloon was longitudinal with a ragged edge appearance. This balloon tear matches the complaint description whereas ¿swelling was observed in the distal graft stent balloon due to pressure, then the balloon burst.¿ below is a list of the quality and performance criteria that every lot of advanta v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. A review of the device history records indicates that this lot of catheters passed all quality and performance requirements. A review of the balloon burst test results indicates that out of a total of 49 samples tested the lowest burst value was 18.6 atm. The rated burst pressure as provided on the product label is 12atm. The test data shows that this requirement has far been exceeded. Conclusion: based on the results of the investigation the covered stent was not advanced far enough to clear the end of the introducer sheath and upon inflation of the restrained balloon of the catheter ruptured. This is evident as the device was received with just the distal end of the stent advanced through the sheath as described above. Atrium medical corporation cannot conclude that the device was defective as it is very evident that the device had not been placed entirely through the introducer sheath prior to attempting to deploy the stent.

Manufacturer narrative:
Analysis: the v12 covered stent delivery system was not returned. The details indicate that upon slow inflation the distal cone began to open then the balloon burst. Based on the limited information atrium medical corporation cannot determine the cause of the complaint. Below is a list of the quality and performance criteria that every lot of v12 covered stent systems are tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check a review of the device history records indicates that this lot of catheters passed all quality and performance requirements. A review of the balloon burst test results indicates that out of a total of 49 samples tested the lowest burst value was 18.6 atm. The rated burst pressure as provided on the product label is 12atm. The test data shows that this requirement has far been exceeded. Conclusion: based on the results of the investigation atrium medical corporation cannot conclude that the device was defective.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent did not open, although pressure was gradually applied. A swelling was observed in the distal graft stent balloon due to pressure, then the balloon burst. The graft stent was removed.